Event description:
It was reported that the patient went to the hospital due to pain and the artificial urinary sphincter (aus) not working appropriately. Upon evaluation, it was determined that the patient experienced infection and urethral damage due to erosion leading to the device being explanted. It was indicated that a new device would not be implanted until the urethra heals completely. There were no further patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this ams 800 underwent a thorough analysis. The cuff was visually and microscopically examined and tested for leaks. No damage or abnormalities were noted. Upon visual and microscopical examination of the balloon, no anomalies or leaks were identified. Functional testing was not possible as the product specifications for this component were not available. The pump was visually and microscopically inspected, not revealing any abnormalities or leaks. Upon functional testing, the component performed within specification. Based on the information available, there was no device available for analysis. The reported patient symptoms of erosion, infection and pain are known risk associated with ams 800 procedures and is noted as such in the device instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital due to pain and the artificial urinary sphincter (aus) not working appropriately. Upon evaluation, it was determined that the patient experienced infection and urethral damage due to erosion leading to the device being explanted. It was indicated that a new device would not be implanted until the urethra heals completely. There were no further patient complications.